Event description:
It was reported that the device was experiencing a "key stuck alarm" during testing. No patient involvement was reported.

Manufacturer narrative:
One infusion pump was received in relation to the reporte event. It was noted that all tamper seals were intact, and there was no external damage. Did not notice any external damage. A review of the event history log confirmed the occurrence of a "high alarm displayed: key stuck" alarm. A function test of the device was performed and was unable to replicate the reported event. As a preventive measure, the keypad was replaced. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.